Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with an unspecified device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. However, the occurrence was likely due to sporadic failure. During the evaluation no leakages were found that could have contributed to the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e315) could not be determined as the issue was not confirmed. Olympus will continue to monitor field performance for this device.